Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose was 200 mg/dl. Advised the customer the insulin pump would be replaced. Customer reported that she was hospitalized last (B)(6) 2015 for their high blood glucose. Customer's blood glucose at that time was 97-600 mg/dl. Customer had diabetic ketoacidosis. Customer was wearing the insulin pump at the time of the event. The customer had bacterial infection and was put on antibiotic and IV. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.